Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during an unspecified process step in the intensive coronary care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, g2: report source (add source), h3, h6 (update codes), h11. H11: the device was evaluated on-site at the customer facility by a baxter technician. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues; the reported condition was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.